Event description:
The customer complaints blood leak during treatment. Blood flow rate, 119ml/min, tmp, 105mhg. The blood loss was insignificant. No pt harm, no medical intervention was needed.

Manufacturer narrative:
Add'l manufacturer narrative: no further info is expected for this specific event, and the case is considered closed. "Gambro does not regard the submission of this report as an admission of liability".